Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The pump is not being returned to the manufacturer as per the choice of the facility. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed multiple "high watt" alarms on the date of the reported event. The device is related to the reported event; however, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Applicable risk documentation and experience with similar circumstances were considered; events with high power consumption are most often attributed to thrombus formation. The most likely root cause of the high power consumption and suspected thrombus cannot be conclusively determined.

Event description:
It was reported that the patient was suspected to have a thrombus and the ventricular assist device pump was exchanged. The explanted device is not being returned to the manufacturer as per the choice of the facility. The current status of the patient is unknown at this time. No further information is available at this time.

Manufacturer narrative:
The site has indicated that the pump is not going to be returned to the manufacturer for evaluation. This device is used for treatment and not diagnosis. The heartware® ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The heartware® system is designed for in-hospital and out-of-hospital settings, including transportation. Thrombus is a known potential risk as specified in the instructions for use (IFU) with this device. Product not available for return.